Event description:
It was reported during removal of the implantable neurostimulator (ins) the physician noticed cracks all around the ports and the ¿plastic area¿ was filled with ¿bloody liquid.¿ it was noted since activation the patient experienced electric shocks over his collarbone. It was also noted the patient programmer showed fluctuations on different battery levels. Additional information received reported ¿black dots¿ appeared on the surface of the patient¿s skin. The patient was admitted to the emergency room (ER) because of physical signs of inflammation (swelling, red skin, and stretching) above the ins and neck on the side of the extension. Lab results confirmed the inflammation. The fluctuating skin was punctured and 20 ml of purulent fluid was aspirated. The patient¿s ins was explored and removed. It was noted there was evidence of ¿y¿ shape fissure around the extension ports and blood stained fluid collection in the plastic component of the ins. The patient had no injury since implantation. Additional information received reported the distal ends of the leads and/or extensions were cut through and removed. Impedance measurements for the left hemisphere from (B)(6) 2013, were greater than 40,000 ohms for contact 3 when measured at 3 v. Impedance measurements for the right hemisphere showed no electrodes out of range. It was noted the patient was on medication, 5 x 100 mg stalevo.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no anomaly.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted:(B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3389-28, lot# 0206410891, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3389-28, lot# 0206410890, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.